Event description:
During the procedure, the catheter was inserted into the left ventricle, but the geometry could not be created due to distortion which caused a delay. All devices were rebooted 4 times, the pin of the hd grid, the catheter, and the patches were exchanged with no resolution. The procedure was completed using carto with no adverse consequences to the patient.

Manufacturer narrative:
Results of the investigation are inconclusive as nothing was retuned for review. In some cases a shift can occur. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.